Event description:
It was reported that the secure lock of black connector of the system controller was broken and the connection between the battery and the system controller was not safe. The system controller was exchanged. There were no alarms associated with the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken secure lock on the black connector was confirmed via submitted images. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. A customer submitted photo revealed the black power cable locking nut was detached from the connector. Provided information stated that the system controller was exchanged and retained by the hospital. In addition, no alarm was associated with the event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch section 8 ¿ ¿equipment storage and care¿ and heartmate 3 lvas patient handbook EU section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.